Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a21 or e21 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cant read the insulin pump screen because it looked dark like burnt plastic without scratches. The customer¿s blood glucose level was 167 mg/dl. The customer performed troubleshooting. The customer was advised to revert to back up plan. The device will be returned for analysis.